Event description:
Additional information received reported the patient's pump had been empty for three months. It was noted the patient finally got insurance to correct problems.

Event description:
Additional information received reported the patient still was having concerns regarding their device or therapy but was working with their doctor or manufacturer representative.

Event description:
It was reported that the patients pump from 1997 was "broke" for 3 years. It was indicated that the patient had difficulty finding a physician to replace the pump. It was later reported that the patient had no complaints reported about her pump. The pump was not replaced until (B)(6) 2008 and the elective replacement indicator (eri) was 24 months. The outcome of the patient was not provided. According to the manufacturer device registry, the drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703w, lot # l42924, implanted: (B)(6) 1997, explanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).